Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, motor error and had damage. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 444 mg/dl at the time of the incident. The customer treated with insulin pen. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind and the alarm history contained more than one motor error within a 30 day period. The customer was assisted with prime/fill tubing the motor error did not occur. The customer mentioned that the dome label was missing, so a damage troubleshooting was performed. The customer was not sure how the dome label damage occurred. No delivery during basal was performed and found that the insulin exited during fixed prime. It was advised that the site may have been occluded. Per all troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.